Event description:
It was reported that the device wont power on either side of the pcu and gives a channel error when connected to pcu. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated "gives a channel error when connected to pcu¿ issue confirmed to be an error 210.5020 from the logs. Failure mode found during internal inspection. Lvp powered on and a basic infusion ran without any errors. The white wire of the door harness at the j2 display board connector was found taught and slightly unseated within its housing. Recommend door harness replacement. Workmanship at bd, the door harness was not connected ¿with slack¿ to the display board per the mp. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device wont power on either side of the pcu and gives a channel error when connected to pcu. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.